Manufacturer narrative:
A customer informed about an event involving flowtron excel pump and calf garment. Following information reported, the patient developed compartment syndrome while using the flowtron excel and calf garments. The facility refused to provide any additional information regarding event circumstance due to internal investigation performed by the customer. The product is not available for arjo evaluation. Due to the limited data, we were not able to establish a root cause or any correlation between the device therapy (intermittent pneumatic compression) and the event or the patient¿s outcome. Should additional information become available, a supplemental report will be submitted. In summary, according to the gathered information the flowtron excel system was used for patient therapy at the time of the event. The link between the device and the alleged incident was not established. The device was not available for evaluation, hence no malfunction could have been identified. The complaint was decided to be reportable in abundance of caution due to allegation that patient sustained serious injury while was using arjo device.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that the patient developed compartment syndrome while using the flowtron excel (ac550) and calf garments. No other information was provided by the customer.